Manufacturer narrative:
Device analysis report attached. This report is submitted on march 26, 2024.

Manufacturer narrative:
This report is submitted on january 09, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (non-device related). There are no plans to reimplant the patient with a new device as of the date of this report.